Event description:
A report received from the USA stated an 840 ventilator experienced a device alert subsequently rendering the ventilator inoperable while being used on a patient. The patient was removed from the device and place on an alternate ventilator. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb) and installed ak revision software. The device passes all tests and calibrations as outlined by the service manual. (B)(4).